Manufacturer narrative:
Conclusion: no device failure. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00402. This event occurred in (B)(6).

Event description:
Allegedly, removed during the revision of another component.

Event description:
Allegedly removed during the revision of another component.